Event description:
Event description cpi received information that when testing this implantable pulse generator (ipg) for implant, telemetry could not be established and the ipg was exhibiting the elective replacement past (erp) indicator. The ipg was not implanted.